Manufacturer narrative:
Implant date was estimated as the patient said that the "ams700 was implanted in early february". There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) implant surgery in early february. The patient went through the surgery and post surgery with minor issue and high post-op pain. Two months after surgery the patient is still having discomfort, mainly near the head and crown around the head, and lack of sensation on the head of the penis which unable him to achieve orgasms. The patient stated that he has seen a decrease in length and girth, from 7- 8 inches to about 5 inches.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) implant surgery in early february. The patient went through the surgery and post surgery with minor issue and high post-op pain. Two months after surgery the patient is still having discomfort, mainly near the head and crown around the head, and lack of sensation on the head of the penis which unable him to achieve orgasms. The patient stated that he has seen a decrease in length and girth, from7- 8 inches to about 5 inches.

Manufacturer narrative:
Implant date was estimated as the patient said that the "ams700 was implanted in early february" investigation summary: based on the information available, the cause that contributed to the reported pain, discomfort and numbness cannot be established as the product is not available for analysis. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a labeling review was performed and according to the ipp instruction for use document, pain is documented as an adverse event and discomfort is included as a device related. Also there is no evidence that the device was used or handled improperly. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.